Event description:
Meter is used in the hosp. Nurse called to report that the one touch ii hosp meter had several issues. Meter would prompt a clean test area message, not ok message, not enough blood message and a battery issue. None of the pt's were harmed when they used the meter. Pt's did not have any symptoms. Customer care rep was not able to resolve any of the issues. Note: batteries were not replaced on the meter. Not ok and not enough blood message still prompted when customer care rep walked through trying to resolve that issue. For the clean test area message customer care rep suggested that the hosp staff does not cast shadow over the optic area and does not clean the meter with alcohol. Customer care rep is repalcing meter for the facility.